Manufacturer narrative:
H11: velapati, s. R., schroeder, s., kuchkuntla, a. R., salonen, b. R., bonnes, s. L., hurt, r. T., & mundi, m. S. (2020). Repair of central venous catheter in a singlecenter adult home parenteral nutrition cohort. Journal of parenteral and enteral nutrition, 44(2), 265-273. Doi: 10.1002/jpen.1611. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal named "journal of parenteral and enteral nutrition" of article titled, "repair of central venous catheter in a single center adult home parenteral nutrition cohort" that sometime post central line placement procedure by using bard hickman catheter to evaluate the repair of central venous catheter on home parenteral nutrition cohort, out of thirty six patients and forty five catheter placement procedure, twenty four occurrences of bacterial and fungal infections were noted. The current status of the patient was unknown.